Event description:
Broken tubing: it was reported that the tubing was cut off at factory. No patient injury was reported.

Manufacturer narrative:
The reported event was not confirmed. One complete flotrac kit was reveived without the original packaging. The tubing did not appear to be cut. However, the tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). The tubing cross surfaces were rough and uneven at the site of damage. Broken tubing was bent near the bond joint.